Manufacturer narrative:
Device is a combination product.   (B)(4).   Device evaluated by MFR: promus premier ous mr 20 x 3.00mm stent delivery system (sds) was returned for analysis. Stent not returned. Stent separated from sds. The balloon was reviewed. There was no stent on the balloon. Balloon cones appeared relaxed from original folded position. Stent crimp markings were present on balloon body. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the shaft polymer extrusion found no issues. A visual and microscopic examination found no damage to the tip. No other issues were identified during the product analysis. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited.   (B)(4).

Event description:
Reportable based on device analysis completed on (B)(6) 2017. It was reported that crossing difficulties were encountered. Vascular access was obtained via the femoral artery. The 95% stenosed, 20x3mm, eccentric, de-novo, with a >45 and <90 degree bend target lesion was located in the mildly tortuous and moderately calcified left anterior descending artery. Following pre-dilation, a 20x3.00mm promus premier¿ drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent detachment.